Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2014 to thin the skin flap and remove scar tissue. The implanted device remains.